Event description:
Hosp personnel applied the electrodes to a pt during a resuscitation effort. The pt was then countershocked several times with a defibrillator. On one of the defibrillator discharges allegedly a popping sound was heard. New electrodes were placed and the resuscitation continued. The pt was resuscitated.